Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 125cc mentor memorygel breast implants experienced left sided rupture and experienced several unexplained systemic symptoms. Joint pain, palpitations, upper gastrointestinal issues, lymph node removal, impaired hearing, right should pain, neck pain, lower back pain, chest pain, anemia, low vitamin d, brain fog, panic attacks, leg numbness, depression, swelling, weight gain, cold hands, and left breast dropping were all noted. A sonogram and heart monitoring were performed, but the results were not provided. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were removed without replacement on (B)(6) 2019. See 1645337-2019-19585 for contralateral prosthesis report.